Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit would not turn on. The issue was found during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, inspection and testing was unable to confirm the reported issue; therefore, a definitive root cause could not be determined. In addition, that the motherboard was replaced as a preventive repair. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was reported indicating that the intended case was a therapeutic endometrial resection procedure. There was a slight delay to switch out the device, but it was quick (the hospital did not specify duration). The intended procedure was completed with another device with no harm reported.